Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer's blood glucose is over 300 mg/dl since he is using fast acting insulin. Customer was out of supplies and needs an emergency supply sent out to him. In a previous call, the customer had an issue with the insulin squirting out during manual prime. Customer reported receiving a compromised force sensor system alarm on the insulin pump. Customer stated that the insulin continues to drip after the motor stops during the manual prime process. Customer is unable to exit the preparing to prime loop. Customer stated that the drive support cap is sticking out. Customer also had received a low reservoir alert but still had 30 units of insulin. Customer stated that the pump said he had 14 units of insulin left. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The pump was received with a broken end cap. Unable to perform any testing including the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, operating currents, self test, unexpected restart, or off no power tests, or verify the compromised force sensor system alarm due to a broken end cap. The pump was received with minor scratches on the lcd window, a loose drive support disk, a missing end cap sticker and a cracked reservoir tube lip.